Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional unknown stent is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2015 an 8x29mm omni elite stent was implanted in the superior mesenteric artery. Additionally, the patient indicated that two unknown stents were implanted in the iliac artery because they dislodged during advancement. Unspecified intervention was performed to deploy the stents at the unintended location. The patient was sent to the intensive care unit (ICU) for 24 hour observation post-procedure. The patient was told they were sent to the ICU due to the amount of dye used during the procedure. The procedure was supposed to take 45 minutes; however, took 3 hours. The patient went to the emergency room a few days after the stent procedure for stomach pain and back pain which was treated with unspecified medications. The physician stated that the stomach and back pain were not related to the stenting procedure. On (B)(6) 2018, the patient was traveling and while at the airport had to go through an airport security full body scanner and the alarm went off. The patient stated that they had no metal on them other than the stents that was implanted. No additional information was provided.